Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
Surgeon's rosa trajectory plan was exported from the rosa laptop and uploaded to the rosa machine via usb. The patient¿s preoperative CT image was taken with over 400 image slices. According to the surgeon this is the routine number of slices they use at their site. These CT images were successfully uploaded and merged with an older set of CT image series. The field service engineer opened up rosa¿s 3d segmentation option. When he was manipulating the threshold slider on this screen, a rosanna.exe error screen popped up. The rosa robot proceeded to shut down by itself. The robot had to be rebooted. This event delayed the case 5 minutes.

Manufacturer narrative:
It was reported that an error message popped up during an ablation case followed by a shut down of the robot by itself. DHR review and review of complaint history were not performed as the complaint is assessed as low severity. According to technical investigation, the crash might be related to the computation required since the ram was full but there is no evidence to confirm the cause for the issue.

Event description:
Surgeon's rosa trajectory plan was exported from the rosa laptop and uploaded to the rosa machine via usb. The patient¿s preoperative CT image was taken with over 400 image slices. According to the surgeon this is the routine number of slices they use at their site. These CT images were successfully uploaded and merged with an older set of CT image series. The field service engineer opened up rosa¿s 3d segmentation option. When he was manipulating the threshold slider on this screen, a rosanna.exe error screen popped up. The rosa robot proceeded to shut down by itself. The robot had to be rebooted. This event delayed the case 5 minutes.

Manufacturer narrative:
This follow up report corrects the UDI number provided in the initial report. UDI# : (B)(4).

Event description:
Surgeon's rosa trajectory plan was exported from the rosa laptop and uploaded to the rosa machine via usb. The patient¿s preoperative CT image was taken with over 400 image slices. According to the surgeon this is the routine number of slices they use at their site. These CT images were successfully uploaded and merged with an older set of CT image series. The field service engineer opened uprosa¿s 3d segmentation option. When he was manipulating the threshold slider on this screen, a rosanna.exe error screen popped up. The rosa robot proceeded to shut down by itself. The robot had to be rebooted. This event delayed the case 5 minutes.